Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-13035 it was reported that the right atrial lead exhibited loss of capture and lead dislodgement. Right atrial lead dislodgement was noted on xray. Also, the right atrial lead and right ventricular lead revealed a corresponding increase in impedance. Non-sustained episodes revealed simultaneous sensing observed on both channels. No intervention made at this time. There were no patient symptoms reported.